Event description:
The manufacturer received information that a trilogy o2 ventilator was reported to have a ventilator error code recorded in the device's error log. There was no patient involvement, and no harm or injury reported. On evaluation, review of the device error log showed an event for speaker failure. It was determined there was a fault with the ventilator speaker. Therefore, it was necessary to replace the speaker and the display printed circuit board assembly to address the issue. Maintenance tests were carried out on the ventilator, and it passed testing without any problems.